Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. After a guide wire was crossed, a 6.0 x 100 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6-40/5.3/75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.